Manufacturer narrative:
(B)(4). Additional information: evaluation codes. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a one-link catheter extension set. When used with a non-baxter pressure injector, it caused a scan in the customer¿s computerized axial tomography (CT) department to be ¿non-diagnostic.¿ the reporter stated that the pressure injector was not able to achieve the desired pounds per square inch (psi) to function properly while being used with the onelink set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.